Event description:
It was reported that during the procedure while deploying the subject stent, the subject stent broke. The physician taked down the broken part of the subject stent left in the patient with another atlas device. No clinical consequences were reported to the patient due to this event. There is no additional information available.